Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station failed completely. The customer reported that this malfunction occurred during the dispensing of medication, caused several delays in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter phone, section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that to station failed. A field service engineer (fse) inspected the device found that all the drawers were not detected on bus, and isolated the full height matrix drawer 1, as controller board did not have appropriate lights blinking. The fse disconnected drawer 1, rebooted the device and all other drawers were detected on bus including tower and remote manager. The fse replaced full height matrix controller board and confirmed all drawers detected after reboot and diagnostics. The customer successfully inventoried the device without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station failed completely. The customer reported that this malfunction occurred during the dispensing of medication, caused several delays in patient care. There were no adverse events or injuries reported based on this event.